Event description:
The customer reported that as the resident was being transferred from their bed to the wheel chair with the maxilift, the right lower leg clip came undone and the resident slid out of the sling to the floor.